Event description:
Customer reported while infusing methotrexate fluid leaked at the connection of the drip chamber to the burette. No pt harm or medical intervention associated with the reported event. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer stated that the set was discarded. The customer's report of a leak found could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure could not be identified.